Event description:
Per an adverse reaction report received from baxter healthcare corporation, it was reported that on (B)(6) 2013, a customer experienced "blood sugar levels that were very high, dizziness, weakness, high blood pressure, and dehydration". Customer was hospitalized on the same day and "treated with intravenous fluids for the dehydration". No additional treatment for the reported symptoms, or diagnosis was reported. On (B)(6) 2013, "the intravenous fluid for the dehydration was stopped, and the patient was discharged (from the hospital)". Baxter reported that "the elevated maltose level caused by extraneal therapy might have resulted in interference with the adc blood glucose meter, followed by false positive glucose readings." On an unknown date after hospitalization, it was determined that the adc blood glucose meter was "registering over 100 lower than the actual blood sugar value". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An attempt will be made to contact the customer to request product return. A follow-up report will be submitted once product is received and/or additional information is obtained. Note: the meter serial number is unknown, therefore, the device manufacture date could not be provided. Note: adc blood glucose test strips currently sold in the u.s. Do not interfere with maltose. Additional concomitant medications: langus insulin, zocor, procrit, aspirin, iron supplement, and co-enzyme q. All pertinent information available to abbott diabetes care has been submitted.